Manufacturer narrative:
A ge service representative performed an over the phone investigation. The foot switch was found to be stuck during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system would not x-ray. No pt injury was reported.